Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log was not applicable. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer stated problem. Investigation found the latch lock was non-functional and needs to be replaced. The cause of the latch lock failure was unknown. The latch lock will be replaced.

Event description:
It was reported that the pump showed, ¿error message cassette locked, but not attached. Unlock cassette and reattach." There was no patient involvement and no adverse event/patient harm reported.